Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first dilation, it was noted that the balloon ruptured at 6atm within 6 seconds. The procedure was completed with a different device. There were no patient complications reported.